Event description:
The svc report shows while performing an incoming svc procedure, the ventilator failed the volume spec by more than 10% and was unable to perform the leak test. The nellcor puritan bennett factory svc technician, inspected the device and cleaned the pressure relief valve and replaced the cup seal and piston guides. This is a known issue as the ventilator was very dirty causing leaks due to contamination. The ventilator was cleaned and the worn parts were replaced as the level 1 "pm" was performed. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.